Event description:
A customer contacted baxter to report that the overpouch was broken. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation could be performed. This complaint could not be confirmed and was found to have an undetermined cause. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should additional information become available.